Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.